Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was programmed with the correct time/date and monitored for 3 days. No frozen screen anomaly noted. The time also advanced properly during testing. The suspend feature functions properly. No unexpected resume noted during testing. Device uploaded properly using carelink. Device had cracked battery tube threads, stained end cap sticker, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason in (B)(6) 2018. Customer's other blood glucose value was unknown. Customer reported that the insulin pump had froze up and had to do more site changes because of they were in the hospital because it of delivery issues. The device will not be returned for analysis.